Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the system is unable to turn on. There was no reported patient involvement.

Manufacturer narrative:
The power pca and control pca were replaced to resolve the problem. The device is considered to be returned to full functionality. The device remains at the customer site. One control pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this control board. We are unable to determine the cause of the reported symptom as multiple parts were replaced. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.